Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported via a medwatch report that on (B)(6) 2021, upon insertion of the fibertak anchor into the glenoid, the end of the fibertak insertion device broke off in the glenoid. The length of the piece was 1. 7 cm and remained in the glenoid. Multiple x-rays taken to confirm stability of metal fragment within glenoid and beneath articular surface. No further information provided.